Event description:
(B)(4). I haven't stopped bleeding since I had the essure device implanted. I also experience sharp shooting pains throughout my entire body. I have extreme exhaustion. My joints hurt with every movement.